Manufacturer narrative:
Reporter last name (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device is showing inconsistencies in blood pressure measurements. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was conducted by a philips remote service engineer (rse), who interviewed the customer and dispatched a philips field service engineer (fse) onsite for further evaluation. The fse informed the customer about using the device and its consumables. Once the fse arrived onsite, the unit was tested using a simulator. Results of diagnostic testing could not replicate the customer's alleged malfunction, as the blood pressure problem was not observed. The unit operated within normal working specification. Based on the information available in the case and the testing conducted, the customer's alleged malfunction could not be confirmed as the unit operated to specification. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.